Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, h10l08049, was performed with no issues noted during the manufacturing process. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a follow up call to the home patient's (hp) care giver (cg), regarding a system error 2240 alarm it was reported the hp had peritonitis in (B)(6) 2011. Information provided by the facility nurse on (B)(6) 2011 indicates: the event of peritonitis reportedly occurred on (B)(6) 2011 with the patient hospitalized from (B)(6) 2011 and discharged on (B)(6) 2011. The event was diagnosed as bacterial peritonitis unspecified. Unknown antibiotics was administered (dose, route and length of therapy unknown). Reportedly, the cause of the peritonitis was a break in sterile technique. It is unknown if the patient was retrained. The nurse reported the baxter solutions and devices were not related to the event. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. This is the 3rd of 3 reports associated with this incident.